Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported per patient¿s medical records that on: (B)(6) 2005: the patient presented with the following pre-operative diagnoses: degenerative disk disease, l4-5. Lumbar instability after artificial disk. She underwent the following procedures: posterior spinal fusion l4-5; posterior spinal instrumentation l4-5; use of local bone graft and bmp. Per op notes, ¿¿after the decortication of the lateral structures and the facet insertion of the rod, some bone is harvested from the l4 vertebra and packed in the facet. The bmp is packed laterally. The wound was then closed¿¿ no patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.